Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) - power on reset parameters; critical ram parity error caused power on reset on (B)(6) 2010 at address 1a ea. Por severity: low. The device should be able to fully recover after the reset. The device was not returned, but diagnostic information is consistent with reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) - power on reset parameters; critical ram parity error caused power on reset on (B)(6) 2010 at (B)(6). Por severity: low. The device should be able to fully recover after the reset. The device was not returned, but diagnostic information is consistent with reported event.

Event description:
It was reported that there was an electrical reset. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an electrical reset. Later review of manufacturer's database revealed the patient died approximately five weeks after this event. The cause of death has been requested and not received.

Event description:
It was reported that there was an electrical reset. Later review of manufacturer's database revealed the patient died approximately four months after this event. The cause of death has been requested and not received. Follow up revealed the manufacturer's representative had seen the patient for routine device check and the device had noted the electrical reset. No reprogramming was required. The patient was a hospice patient and was intermittently pacemaker dependent.